Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain when urinating due to urethral erosion; in addition, a possible urinary tract infection was noted. A surgical procedure was performed to remove the device, and several months later, after the patient healed, a new aus was implanted. There were no device issues and no further patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2024 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.